Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited possible loss of capture (loc), farfield, and/or crosstalk oversensing on a recent atrial tachy response (atr) episode. Additionally, clinic notes mentioned premature atrial contraction (pac). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.